Manufacturer narrative:
This event did not occur during surgery. Product is an instrument and is not implantable. The results of a device history record review indicate the parts met specification. Visual examination showed center hinge screw is missing. The investigation concluded a malfunction due to the cause of no mechanical lock for screw back-out. Action has been taken by adding loctite to the screw, and pins during assembly in 2006. The product was manufactured prior to the change.

Event description:
In 2008, the sales representative reported that during a kit inspection, it was identified that the instrument was missing a pin.